Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿material not biocompatible¿. A potential root cause for this failure could be "patient sensitivity to materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the patient experienced two instances of urinary tract infections with the use of the catheters. Medical intervention is unknown.